Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when reviewing the device episodes, it appeared the device was diagnosing an event incorrectly. The patient did not experience adverse health consequences.